Event description:
It was reported that the patient is experiencing discomfort with his inflatable penile prosthesis (ipp) as the tubing from the pump as well as one of the penile cylinders, are out of proper position. The patient reached out to the local sales representative asking for a revision specialist, as his physician has retired since his previous replacement. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.